Manufacturer narrative:
Note: the source of this report is the device incident report dir 133787 - artg # 170587 from the australian therapeutics good administration (tga). Australian medical device incident report investigation scheme. Note: patient's original implant facility was (B)(6).

Event description:
It was reported that fracture and noise was observed on both the right atrial (ra) and right ventricular (rv) leads.